Event description:
An optometrist reported that a pt who underwent bilateral lasik was diagnosed with epi ingrowth, itching and dry eye in the left eye, at the one day postoperative visit. An oral steroid was prescribed. Add'l info has been requested. Another report was filed for the right eye.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).